Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons are starting to stuck when pressed and received unexplained no delivery alarm. Customer stated that sometimes the delivery has been slow but, has not gotten any no delivery, or none of the buttons are having issues it was just that the insulin pump was getting old now. No harm requiring medical intervention was reported. The device will not be returned for analysis.